Manufacturer narrative:
The event unit was returned to (B)(6) for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the robotic device that was used during the procedure, as the event unit is not validated for use in robotic procedures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch uf/importer report #0300360000-2020-8021.

Event description:
Procedure performed: "robotic partial nephrectomy". Event description: complaint based on medwatch uf/importer report #0300360000-2020-8021. The event date is unknown. The event occurred in (B)(6) 2020. "After approximately 20-30 minutes after the robotic part of the procedure began, it was noticed that intra-abdominal insufflation pressure was decreasing. It was found that a 12 kii fios first entry ctf73 trocar cracked and this was where the insufflation was leaking from. The kii fios first entry trocar was intact prior to insertion. The portion of the trocar shaft that had cracked was inside the patient. The trocar was removed and inspected by the surgeon and staff in the room. It appears that no pieces of the plastic broke off of the trocar but a crack was noted." Additional information received via email on (B)(6) 2020 from user facility: "the case was completed because a new trocar was introduced into the patient." "This port was the camera port for the robot. We purchased the specific ones that fit applied medical trocars when we converted. It is a 12mm clamp." Additional information received via phone on (B)(6) 2020 from (B)(6) account manager associate. The event date is (B)(6) 2020. The crack was on the cannula of the trocar. Patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #: (B)(4).

Event description:
Procedure performed: "robotic partial nephrectomy". Event description: complaint based on medwatch uf/importer report #: (B)(4). The event date is unknown. The event occurred in (B)(6) 2020. "After approximately 20-30 minutes after the robotic part of the procedure began, it was noticed that intra-abdominal insufflation pressure was decreasing. It was found that a 12 kii fios first entry ctf73 trocar cracked and this was where the insufflation was leaking from. The kii fios first entry trocar was intact prior to insertion. The portion of the trocar shaft that had cracked was inside the patient. The trocar was removed and inspected by the surgeon and staff in the room. It appears that no pieces of the plastic broke off of the trocar but a crack was noted." Patient status: no patient injury indicated.